Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 24 mmol/l, 8.5 mmol/l, 6.2 mmol/l, and 14.5 mmol/l. High blood glucose symptoms were reported with these results. Customer administered "rapid" insulin; approximately 20 minutes later customer received results of 3.0 mmol/l and 5.3 mmol/l within 10 minutes on the mobile system. No adverse event related to the device was reported. Requested return of suspect device.